Event description:
Ous MDR - after an implantation duration of 126 months, it was reported that the lead was extracted and replaced due to oversensing which led to vf detection.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 17 cm distal to the is 1 connector pin. The proximal and the distal lead fragment were returned and subjected to an extensive analysis. In the course of the analysis the distal lead fragment demonstrated multiple extraction damages. It was severely stretched and deformed. The conductor cable to the rv shock coil was found coiled inside its lumen. The conductor cable to the ring electrode was fractured. The insulation body was found torn up near the rv shock coil. These findings indicate strong tensile forces applied during the extraction procedure. As massive tissue residuals were found on the distal lead fragment, an increased ingrowth of the lead in the implanted state is highly likely. Further analysis revealed multiple insulation damages that can be regarded as the root cause of the reported oversensing. A rubbed through insulation was noted 16 cm distal to the is 1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Additionally approx. 39 cm proximal to the lead tip the lead body was found squeezed and deformed. The coating of the conductor cables to the ring electrode and to the rv shock coil was damaged in this area. The damage is consistent with clavicular first rib entrapment. During the visual inspection a rubbed through insulation was furthermore noted near the rv shock coil. Significant mechanical stress in the area of the tricuspid valve and interaction with modified tissue during the implantation period should be taken into account. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.